Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device. The patient experienced diabetic ketoacidosis (dka) and stated that she was working when the issue happened. On 04/14/2026 at around 7:00 am, she noticed that her cgm was giving a normal reading (doesn¿t recall the number). Shortly after, she received a notification that the reading was high (just the word ¿high¿). She then performed a fingerstick and obtained a bg reading that was high (as per patient over 400 mg/dl). She was feeling very thirsty, dizzy, and very sleepy. She tried to give herself some insulin, but she passed out. Her husband took her to the hospital. At the hospital, the doctor removed the cgm, and additional testing was performed, which showed a bg reading of 948 mg/dl. The patient was admitted to the intensive care unit (ICU) and diagnosed with dka. When the patient regained consciousness, she had two bags of IV on both arms (IV fluids and insulin IV). She does not recall what other medication was given to her. The patient was discharged on(B)(6) 2026 around noon and okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.